Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient was implanted with two bard/davol flat mesh during a vaginal surgical procedure. On (B)(6) 2008 - the patient was implanted with a non-bard/davol device. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records provided were limited to the patient's perioperative implant record only. We have contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00538 for information related to the second bard/davol flat mesh implanted on (B)(6) 2006.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to additional information received from the patient's attorney. The information provided states the patient experienced infection, pain, erosion, extrusion, prolapse and urinary problems. Extrusion is listed as a possible adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops , treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made at this time. If additional event and/or evaluation information is obtained, this report will be updated. A second emdr has been submitted for the second bard flat mesh implanted during the (B)(6) 2006 procedure.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2006 - the patient was diagnosed with pelvic prolapse, stress urinary incontinence and enterocele. The patient underwent a robotic laparoscopic cervical culdoplasty with implant of two bard/davol flat meshes, implant of a non bard/davol "gynecare tvt" mesh, lysis of adhesions, enterocele repair and implant of a "marcaine pain pump." On (B)(6) 2007- the patient underwent a revision procedure due to an eroded urethral sling (unspecified) and recurrent stress urinary incontinence. On (B)(6) 2008 - the patient was diagnosed with rectocele, enterocele and underwent a repair procedure with implant of a non bard davol mesh. The attorney's legal claim alleges the patient experienced pain, erosion, extrusion, infection, urinary problems and recurrence.